Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime/delivery test. However, unit received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. Unable to perform occlusion and excessive no delivery test due to motor error alarm. Pump received with scratched lcd window. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during fill cannula. Blood glucose level at the time of the incident was 560 mg/dl, which was treated with manual injection. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.